Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the impella sheath was placed in the same access site as the previously explanted and bleeding site where the other impella device had been placed. The sheath, measuring approximately fourteen by thirteen centimeters, was kinked after delivery, and it was not possible to pass the impella device through. A decision was made to insert a fourteen french edward¿s sheath; however, the device was still unable to pass through. Subsequently, a fourteen french by twenty-five centimeter sheath was inserted, but it also became kinked and the impella device could not be advanced. The decision was then made to abort the insertion.